Event description:
It was observed that during the device evaluation, the colono videoscope exhibited auxiliary water flow ¿ white residue in auxiliary channel insertion tube side and control body - white residue in auxiliary channel insertion tube side. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause was not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.